Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported there was leakage from the filter vent. There was patient involvement, but no patient harmed.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
D9 - date returned to mfg: 11/20/2025. Received one (1) used. List #14687-15, primary plum set for inspection. As received, the filter was wetted out. The set was leak tested per specifications, and leakage was observed. The complaint of a leakage can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. A device history review (DHR) could not be conducted because no lot number(s) was/were identified.